Event description:
It was reported that one minute after the ptd was utilized to treat venous anastomosis in an elderly female with congestive heart failure, and chronic renal failure, the patient developed electro/mechanical disassociation and expired. There was no post mortum and the device was discarded. The hospital reported that there was no clear causation for the patient's death, and that it was not necessarily due to the patient's condition or use of the device.